Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that, during pre-implant testing of this inflatable penile prosthesis (ipp), the device was inflated but it would not deflate; therefore, a different set of cylinders and pump were used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be excluded as a device problem.

Event description:
It was reported that, during pre-implant testing of this inflatable penile prosthesis (ipp), the device was inflated but it would not deflate; therefore, a different set of cylinders and pump were used to complete the procedure. There were no patient complications.